Event description:
Approx. 1 hour into a hemodialysis treatment, the pt complained of chest pain while attempting to give normal saline bolus, it was discovered that the arterial line was crimped post blood pump. Blood specimen centrifuged, serum bright red pt. Sent to hosp. Pt's hct was 12%. Pt received 3 blood transfusions.